Event description:
Back of wooden chair frame broke. Husband stated when chair back broke his wife was taken to the hosp. Follow up phone call by co technical svc person on 8/27/96, users husband stated his wife was just shook up and had no problem.